Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that a low vacuum alarm occurred in the intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.